Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Customer stated that insulin pump was giving extra insulin. Customer was treated with carbohydrates and glucose tablets for low blood glucose event. Customer was not using auto mode. Troubleshooting was declined, customer will continue the use of device. No further patient complications were reported.